Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Before the phenomenon occurred, the subject device had been repaired. Omsc, therefore, surmised that the screws was not tighten at the time of repair, or the device was returned without fully tighten the screws. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4)checked the subject device and found that the reported phenomenon was duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the loose screw inside the subject device. The subject device was just returned from repair, the subject device had been repaired on february 2021.there was no report of patient injury associated with the event.